Manufacturer narrative:
The lead was programmed off.

Event description:
New information indicated the lead exhibited diaphragmatic stimulation. The lead was turned off.

Event description:
It was reported that the left ventricular lead exhibited an insulation anomaly. No electrical anomalies were noted. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.